Event description:
It was reported that on (B)(6) 2022, an amplatzer amulet occluder was chosen for implant. The device was sized using echocardiography and angiography. During procedure, the device was recaptured approximately three times while positioning within the left atrial appendage, and an optimal position was found. The device was released after pulling on the disc to measure the stability. Shortly after the device was released, the device migrated outward into the left atrium and embolized into the mitral valve. The physician was able to snare the device but was not able to recapture the device into the sheath. The patient was transported to another facility where the device was emergently removed in surgery. There was a prolonged hospitalization, but there was no permanent impairment or damage as a result of this event. The patient was reported as stable, and the patient was discharged on (B)(6) 2022. The implanter believes that this embolization was because the long axis view on echocardiography showed an inadequate depth. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the initially filed information, it was reported that during the procedure, the amulet device was partially recaptured 3 or more times while positioning the device within the left atrial appendage.